Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent identified stent damage with the segments in the fourth row raised distally from the stent profile. The ro markerbands were examined and there was no damage noted. A visual and tactile examination identified no damage to the tip profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Multiple hypotube kinks were identified along the length of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jan-2016. It was reported that crossing difficulties were encountered. The 86% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 16x3.50mm promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed with another size of the same device.&#2062;o patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.